Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to erosion and infection. Reportedly, the patient is very thin and the screw can be seen coming through. There were no additional adverse patient effects reported. The lv lead remains in service.